Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with glucose tablets and food. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they ran out of insulin and had high blood glucose a long time ago and experienced symptoms of diabetic ketoacidosis. The customer mentioned that there was a crack on the display screen of the insulin pump and believed that moisture was penetrating through the cracks. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip. The test ultra link blood glucose meter communicated properly with the insulin pump. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.